Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "rn reported she noticed system error 7 pop up randomly on her screen three times. She did not report trying to touch a hard or soft key to prompt it but it randomly came and disappeared. Salesrep asked her to switch pumps and tag it and send to biomed to get looked at". No patient harm or injury. The patient status is reported as "fine".